Manufacturer narrative:
Report number: 1038671-2024-01670. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported may have been the result of presumed prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no detailed clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the reason for the revision reported may have been the result of presumed prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no detailed clinical information was provided.

Event description:
It was reported that this patient's left knee was revised approximately 8 years 7 months post op. Poly issues with flaking and delamination. Surgeon replaced the patella and insert ¿ the femur had shown up with bone hot spots in the bone scan ¿ the femur was deemed to be not loose under inspection, although there was a small amount of bone remodeling around the lateral distal femur. Surgeon removed the parts/pieces from the patient; small fragments of polyethylene were present in the knee joint. 5-15 min surgical delay/prolongation. No adverse events as a result. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 3554304 - 02-010-01-0240 - logic femoral ps cem left sz 4 . 3961833 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.